Event description:
Customer reported an unexpected positive reaction when testing a donor sample on the galileo. The sample tested weak d positive on the galileo. Re-testing of the sample on a different galileo resulted as negative.

Manufacturer narrative:
Review of images: sample was pipetted in e1 with a reaction strength of 14 and in f1 with a reaction strength of 64. F1 has moderate red cell adherence with a slight pooling of cells in the center forming a partial arc, appearing as 3+. Customer did not return sample for further serological investigation.